Manufacturer narrative:
B3: event date estimated.

Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. The patient presented for their one year follow up and a device related thrombus was seen via computed tomography scan. A transesophageal echocardiogram (tee) was ordered for further evaluation. No further information is known at this time. It was further reported that eliquis was initiated after the one year follow up to treat the thrombus. On (B)(6) 2020, the patient had their 18 month follow up computed tomography (CT) scan. The thrombus was still present, but was reduced. The patient's anti-coagulation will be switched to different agent and will be rechecked in 3 months.

Manufacturer narrative:
Event date estimated.

Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. The patient presented for their one year follow up and a device related thrombus was seen via computed tomography scan. A transesophageal echocardiogram (tee) was ordered for further evaluation. No further information is known at this time.